Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument retaining ring exhibited a piece chipped off and missing. The missing piece was approximately 0.206 x 0.059 long. The missing piece was not returned with the instrument. No other damage was observed. The customer reported complaint does not itself constitute a reportable event; however, the retaining ring damage with material removed, could likely cause or contribute to an adverse event if to reoccur.

Event description:
It was reported that during cleaning and sterilization, a chip was found in the black coating of the monopolar curved scissors instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.